Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (60s mg/dl) and carbohydrates were consumed to address the low bg. The customer believed the low bg occurred due to increased activity. The customer has discussed the low bg events with a healthcare provider. Reportedly, the customer had been using apidra in the cartridge and tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.